Manufacturer narrative:
A flash drive was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the identified root cause of the reported issue was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the universal serial bus (usb). The se performed extended self-testing on the device and all tests passed.